Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of tissue damage is listed in the mitraclip system instructions for use (IFU), and is a known possible complication associated with mitraclip procedures. Based on the available information, a definitive cause for the reported tissue damage could not be determined. The additional therapy/non-surgical treatment is a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.na.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
This is conservatively filed to report tissue damage. It was reported that this was a procedure to treat mitral regurgitation (mr) with a grade of 4+. The first clip was implanted without issue and mr decreased to <1. To further reduce mr a second clip was implanted and mr increased to 2+. It is unclear if a small perforation occurred or if it was the mr jet. A third clip was implanted, for treatment and mr was reduced to <1. No additional information was provided.